Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the chloride electrode, the l-ring seals and the ion-selective electrode (ise) buffer pump seals. The cse performed washing, calibration, coefficient of variation check and ran quality controls, all of which were acceptable. The cause of the discordant, falsely elevated chloride result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated chloride (cl) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The customer repeated the sample on an alternate advia chemistry instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride result.